Event description:
Pt was implanted with device filled to 4 cc. Pt experienced significant edema surrounding the balloon causing a midline shift and possible herniation to the device. Physician deflated balloon on either of two days, one day or the day after in 2004, physician removed the deflated device. Pt suffered paralysis on the right side due to complications from surgery.